Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up exit block was noted on the right ventricular lead. The lead was capped and replaced. The patient was doing well post surgery.